Event description:
It was reported that stent thrombosis occurred. On (B)(6) 2013, the patient presented with inferior st-elevation mi and severe chest pain. Cardiac catheterization was recommended. The patient was draped and prepped in sterile fashion. Access was obtained in the right femoral artery using modified seldinger technique and 6 fr sheath was placed. Angiogram was performed using a jl4 non-bsc unspecified catheter and a jr4 unspecified guide catheter was advanced into the right coronary artery; however the device was kinked. The guide catheter was untwisted. A long sheath was placed for the iliac tortuousity and the jr4 unspecified guide catheter was used to cannulate the right coronary artery. A choice pt floppy guide wire was advanced across the lesion and parked in the distal artery for support. Thrombectomy was performed using a non-bsc catheter. The lesion was dilated using a 2.5 x 15 mm unspecified balloon catheter up to 15 atms. A 3.5 x 20 mm promus element stent was deployed. Excellent angiographic results were noted. Patient was given angiomax and brilinta. The patient developed transient bradycardia and hypotension after stent deployment which was resolved after giving one unit of atropine. After placement of the 3.5 x 20 mm promus stent, patient experienced chest pain and was transferred to ICU. Repeat EKG shows inferior st-elevation mi and repeat cardiac catheterization was recommended. The patient underwent the same procedure. Subsequently, angiogram of the right coronary artery was performed using a non-bsc guide catheter which shows stent thrombosis and 100% occlusion of right coronary (rca) artery. The lesion was dilated using a 3.5 x 15 mm non-complaint balloon catheter and was inflated up to 15 atmospheres. According to the physician, the cause of the stent thrombosis could be possibly under expanded stent using a 4.0 x 15 mm unspecified balloon catheter and was inflated up to 18 atmospheres and that there may be a distal edge haziness present. Another 3. 5 x 12 mm promus element stent was deployed in an overlapping fashion covering the distal edge. Using the same 4.0 x 15 mm unspecified type balloon, the stented segment was inflated up to 18 atmospheres. The sheath was removed and non-bsc band was applied and completed the procedure. Angiogram showed excellent results. An ivus catheter was advanced in to the rca and ivus image was performed which showed excellent stent expansion and apposition. No edge dissection noted. The patient was discharged on the same day on brilinta.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).